Event description:
The account alleged the side rail was not latching. No patient impact.

Manufacturer narrative:
The technician found the side rail center arm was damaged. The technician replaced the side rail center arm assembly to resolve the issue.